Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. It was unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. No moisture damage found under displacement screen or on electronic assembly and no physical damage to battery cap noted. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had a crack and she is able to see condensation in the screen and its been alarming no delivery. Customer's blood glucose was unknown. The device was damaged on the lcd screen. Customer is unaware how damage occurred. Customer declined troubleshooting for no delivery alarm as she has been troubleshooting on her own and the device was being replaced due to cosmetic damage. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.